Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had a loose retainer ring. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device was received with the retainer still attached to the pump case properly. A test p-cap and reservoir locks into place inside the reservoir the reservoir tube properly. Device passed the displacement test. Device was received with case cracked behind the device at the corner of the belt clip rails, stained end cap address label, stained keypad overlay, scratched case and pillowing keypad overlay. No crack on the reservoir tube, reservoir tube lip, or retainer noted during physical inspection. (B)(4).